Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading with multiple cartridges, when the air removal step was performed, the customer was able to remove more air than expected. Customer¿s blood glucose level was approximately 82 mg/dl. Customer successfully loaded a third cartridge onto the pump.